Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to moisture damage on the electronic assembly.

Event description:
The customer reported a constant tone and blank display. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.